Manufacturer narrative:
(B)(4). The insulin pump was received with a missing retainer and reservoir tube o-ring. The pump was unable to perform the displacement test due to the missing retainer. The reservoir tube lip was partially broken. The retainer and reservoir tube o-ring were missing. Both the case and lcd window had scratches on them. Also the serial number label was fading, select button keypad overlay was cracked, and there was pillowing to the keypad overlay.

Event description:
Customer reported via phone call that the reservoir compartment was damaged. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.